Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a procedure was performed to treat the bifurcation of the left anterior descending (lad) and 1st diagonal coronary arteries. The lesion was pre-dilated and a 2.25 x 28 mm xience sierra was successfully deployed at 11 atmospheres in the diagonal artery. Post dilatation was performed at 12 atmospheres at the lad for diagonal stent crushing. Intravascular ultrasound confirmed revascularization with excellent results. The patient was prescribed anticoagulant therapy. On (B)(6) 2018 the patient was re-admitted with angina and chest pain. Stent occlusion and early stent thrombosis were confirmed. The vessel was re-vascularized by aspirating the thrombus and further balloon angioplasty of the diagonal artery. The patient was prescribed anticoagulant therapy again and was reported to be stable. No additional information was provided.